Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure for osteoarthritis, it was observed that the robotic assisted saw interface device and the robotic assisted saw handpiece device were being used when the surgeon noticed that engagement of the interface and saw handpiece was loose. It was reported that this occurred during the osteotomy process. It was reported that this was affecting the feel of operation. The surgery was completed successfully with no surgical delay. There was no impact on the patient or the accuracy of the surgery. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for (B)(4).